Event description:
The manufacturer received information from a third party service center alleging a ventilator failed a step during testing. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation solenoid valve was found to be damaged. The device's active exhalation control module was replaced to address the issue.